Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 196" message.complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: the reported malfunction of "self test failed" was observed during review of the activity log. The malfunction could not be duplicated with the device. The reported malfunction of "defib fault 196" was observed during initial testing. However, could not be duplicated with the device. A system interconnect flex cable was replaced as a precaution for both of these reported malfunctions. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test and displayed a "defib fault 196" message. Complainant indicated that there was no patient involvement in the reported malfunction.